Manufacturer narrative:
The manufacturing site name was documented as (B)(4) in the initial report. This has been updated to (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had a liquid malfunction and was damaged. It was noted that the service led lights up, indicators red and liquid residue in the module, liquid damage. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger, function test, saw test, and check indicator- liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.